Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was kinked. The following information was received by the initial reporter with the following verbatim during go live support rounding, a nurse in the op surgery preop area complained that the new extension set tubing they were using (bd max zero mz5310) are stiffer than their previous sets and kink instead of looping when they are attached to the IV. Nurse (miranda) said nothing has happened with it, stated it could get caught on something because of how it loops. The facility switched to new bd tubing this week as part of their go live.

Event description:
Material: mz5310 batch#: unknown. It was reported by the customer that during go live support rounding, a nurse in the op surgery preop area complained that the new extension set tubing they were using (bd max zero mz5310) are more stiff than their previous sets and kink instead of looping when they are attached to the IV. Nurse (miranda) said nothing has happened with it, stated it could get caught on something because of how it loops. The facility switched to new bd tubing this week as part of their go live. Verbatim: during go live support rounding, a nurse in the op surgery preop area complained that the new extension set tubing they were using (bd max zero mz5310) are more stiff than their previous sets and kink instead of looping when they are attached to the IV. Nurse (miranda) said nothing has happened with it, stated it could get caught on something because of how it loops. The facility switched to new bd tubing this week as part of their go live.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5310 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.